Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
On (B)(6) 2011, a vns implanting surgeon reported that the vns patient's generator had been explanted due to a (B)(6) infection. He stated that the infection was first observed on (B)(6) 2011 and was due to contamination. No patient manipulation or trauma occurred that is believed to have caused or contributed to the infection. The infection was located at the chest wall abscess. Cultures were taken and were (B)(6). The patient has not been implanted with another vns at this time. Review of manufacturing records confirmed sterilization for both the lead and generator prior to distribution.

Event description:
Additional information was received on january 5, 2012 when clinic notes dated december 22, 2011 were received from the vns surgeon. The clinic notes state that the patient had a (B)(6) colonization and it contaminated his vns which therefore had to be removed. The patient has healed and the patient's mother wants the patient re-implanted with vns as soon as possible. The surgeon stated that the patient will need to go through a (B)(6) decolonization protocol, which will include bleach baths twice a week for 3 weeks, chloraprep applied to the operated areas for 3 nights prior to the surgery, and bactroban in the patient's nose for 2 weeks. The surgeon then stated that the patient will be referred for re-implant surgery.

Event description:
The explanted lead and generator were returned to the manufacturer on (B)(4) 2012 and analysis of the explanted generator has been completed. The generator was found to be functioning as intended. There were no adverse functional, mechanical, or visual issues identified with the returned generator. Analysis of the explanted lead has not been completed at this time.

Event description:
Product analysis of the explanted lead was completed on (B)(4) 2012. An incision mark was found on the outer silicone tubing and the cut ends that were made during the explanted process, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer and inner silicone tubes. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, with no discontinuities identified. Note that the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.